Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had unexpected restart and shut down completely. The customer further stated that they able to rewind the insulin pump and had alarm for low battery. The customer¿s blood glucose was 165mg/dl. The customer was advised to monitor the insulin pump and call back if issue recurs. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display, low battery alert, unexpected restart alarm and external ram crc error alarm noted.